Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead, product ID: 977a260, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient was scheduled for (B)(6) 2021.

Event description:
Patient has fallen several times and since those falls she has had a loss of therapy, stinging at the lead sites and new pain in her buttocks and right knee. The manufacturer's representatives (rep) have attempted to reprogram a few times with no luck. Patient was still get stinging at the lead sites. Past colleagues have tried to reprogram; the rep met with the implanting surgeon today and the patient, however based on a CT scan, both wires looks bunched up so the surgeon is going to revise and replace current leads with 2 new 977a260 leads. Issue not currently resolved. Surgical intervention planned; currently waiting for surgery date for lead revision to be confirmed.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), explanted: product type lead, product ID 977a260, serial# (B)(6), explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer (rep) representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has had several falls in the past couple months. An impedance test returned normal results. The patient is scheduled for an appointment with dr. Eric leep to get an x-ray to determine if the leads have migrated. The rep met up with the patient today at their doctor's office. Pam says she hasn't felt any stimulation of the last couple of months. She¿s had several falls prior to that. Pam has a pns system for lower back pain that was implanted in 2018. Unfortunately the rep could not get any productive stimulation, only stinging throughout both leads. The cause of the stimulation output issues are unknown. The patient has an appointment set up with their physician on (B)(6) 2021. The plan is for her to get an injection from her doctor and films to see if the leads have migrated. If they've migrated then she'll set up an appointment with their doctor to discuss a lead revision.